Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors on the power signal interface and power motor relay boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up. There is no report of pt injury.